Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customers indicated failure mode for burrs with the incident lot was not observed to be out of specification.

Event description:
It was reported that there was a burr on bd vacutainer¿ edta 2k that blocked an instrument. There was no report of injury or medical interventions.

Manufacturer narrative:
Medical device type is corrected to jka. PMA/510(k)# is corrected to k981013.